Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned sample revealed that the bottom was partially detached from the cover block. Loose staples were also returned. It appears that the bottom was not properly welded onto the cover block, which would cause staples to fall out of the stapler. A nonconformance has been previously opened by the manufacturing site as a result of this issue and corrective actions have been implemented to prevent this issue from recurring in the future. This sample was manufactured prior to the corrective actions being implemented. It appears that the bottom was not properly welded to the cover block, which allowed the staples to fall out from the stapler. A nonconformance has been previously opened by the manufacturing site as a result of this issue. Corrective actions from the nc were implemented on 25jun2021. The returned sample was manufactured on 14feb2020, prior to the corrective actions being implemented. The reported complaint of "detached - staple feed assembly" was confirmed based on the returned sample. The stapler was returned with the bottom partially detached from the cover block. It appears that the bottom was not properly welded to the cover block, which allowed the staples to fall out from the stapler. A nonconformance has been previously opened by the manufacturing site as a result of this issue and corrective actions have been implemented to prevent this issue from recurring in the future. This sample was manufactured prior to the corrective actions being implemented.

Event description:
The staple is jamming.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product visistat 35w 6/box lot # 73b2000370 was manufactured on 02/14/2020 a total of (B)(4) pieces. Lot was released on 03/11/2020. DHR investigation did not show issues related to complaint. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time due the sample is not available is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. If the alleged defect samples become available at a later date, this complaint will be updated accordingly.

Event description:
The staple is jamming.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple is jamming.